Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 13, 2007, the lay user/patient contacted lifescan alleging an "error 4" issue with her one touch ultra meter. At an unspecified time, the patient reportedly had symptoms of headaches, nausea, fatigue and twitching eyes. While experiencing these symptoms, she tested on her meter and got the "error 4" message. She reportedly did not take administer self-care after the attempted test. At 6pm, the patient went to the emergency room. She obtained blood glucose results of "354, 367, 374, or 376 mg/dl" on the emergency room's meter and was treated with insulin. The patient attempted to test on her meter after experiencing the symptoms (unspecified time) and got the "error 4" message again. The customer care advocate (cca) verified that the tests strips were in good condition, the meter was exposed to temperature within range, and the correct testing technique was used. The cca walked her through troubleshooting the error message, but the issue was unresolved. The meter, test strips, and control solution were replaced. This complaint is being reported because the patient obtained the "error 4" while experiencing the reported symptoms. It is not known if the error 4 issue began prior to the patient having symptoms; therefore, it is not clear the meter issue contributed to this injury.